Event description:
It was reported that the subject device had a yellow tone in the images and incomplete white balance. The issue occurred during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesions on camera head. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:g6, h2, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the main body lens and corrosion on the electrical contact part of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the cause is traced to no problem detected and regarding the new reportable findings found in the investigation the cause is traced to component failure for corrosion on the electrical contact part of the video connector and cause could not be established for dirt on main body lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.